Event description:
It was reported that during implant attempt, the atrial lead body kinked and dislodged while the surgeon peeled back the introducer system. The atrial lead was not used and a new atrial lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that all conductors were distorted, the inner insulation was torn, the connector pin was bent, there was blood in/on helix/lobe mechanism, the stylet was bent, and lead damage appeared to occur at implant. Analyst visual comment: the connector pin was bent (photo was taken) and it had to be bent straight to attempt the helix test. The stylet was bent in various locations (photo was taken), which may have contributed to the appearance that the lead was kinked in various locations.